Event description:
It was reported that during a renal angioplasty procedure, removal difficulties and a guide wire fracture occurred. The patient initially presented to the hospital with cholecystitis. Prior to a cholecystectomy, the patient was found to have malignant hypertension which was unresponsive to multiple drips and medications. Further work-up revealed severe right renal artery stenosis with right renal artery insufficiency. The patient was brought to the ccl where the physician attempted to gain access through the right femoral artery but was unsuccessful, therefore, the physician switched to the left side. Access was easily obtained in the left femoral artery and a sheath was placed. The 70-80% stenosed ostial lesion was located at a bifurcation of the right renal artery. An aortogram with bilateral renal runoff was obtained followed by an angiogram of the right common iliac. A guide catheter was placed at the ostium of the right renal artery and a thruway .014 guide wire was placed in the right upper lobe (rul) of the kidney. Another .014 guide wire was used to "grasp the lesion" going to the right lower lobe (rll) of the kidney. Angioplasty of the rul was performed using a 4x15mm sterling balloon catheter. A 40% recoil stenosis of the mid segment of the angioplasty segment was treated with the deployment of a 4x15mm express sd stent. The 4x15mm sterling balloon was then advanced to the rll and angioplasty was performed. An irregular residual lesion at the ostium of the rll renal artery was identified which blocked about 30-40% of the lumen. Another 4x15mm express sd stent was advanced however, the delivery system would not advance because it did not have enough support from the guide wire. While using the non-bsc guide wire in the rll as a buddy wire, the .014 thruway guide wire was placed and crossed the rll lesion. The non-bsc guide wire was removed and a 4x15mm express ld was implanted in the rll resulting in a widely patent vessel. The physician then proceeded to remove the wires from the rll and rul, however difficulties were encountered attempting to remove the .014 thruway from the rul. Multiple attempts to remove the .014 thruway guide wire by advancement of a balloon were unsuccessful. Therefore, another balloon catheter was used and the wire was finally removed using a push-pull technique. It was determined that a small fragment, including the inner core of the guide wire, was stuck in the distal end of the rul stent. Another attempt was made to remove the fragment by applying pressure through the groin using a snare; however, due to the small size of the fragment, attempts were unsuccessful. A gooseneck snare was used and multiple attempts to retrieve the wire fragment were unsuccessful, as the piece of the wire would slip from the snare. A vascular surgeon was consulted to discuss possible surgical exploration and an arteriotomy with removal of the wire or if the wire fragment could be left in the arterial system. The vascular surgeon felt that it could remain in the patient because the wire was so small. It was further noted by the physician, that while trying to push and pull the wire, the stent in the rul was bent somewhat, 30 degrees. The final angiogram revealed widely patent flow through the stents and there was no evidence of extravasation of blood into the retropericardium. The physician elected to terminate the procedure at this point. The guide wire fragment remains in the arterial system. No further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.